Event description:
The hosp reported that during preparation for a coronary artery bypass grat surgery, the first heartsting seal cracked while loading the seal into the delivery tube and the second seal did not deploy out of the delivery tube. The surgeon used a third heartstring seal to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
The device was received with the tension spring still loaded inside the deployment tube. Additional visual inspection shows that the plunger was fully depressed. The complaint is confirmed.